Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The exact cause of the reported issue cannot be ascertained. However, it was reported that the implants were not flush with the ipsilateral side of the construct, which could have contributed to them backing out due to the reduced contact area, and therefore, clamping force between the implants and the vertebral body's apophyseal rings. A review of all applicable risk related documents revealed that k2m addresses alleged cage back out concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.

Event description:
Manufacturer was made aware of aleutian lateral cage backout less than 1 month post-op.

Event description:
Manufacturer was made aware of aleutian lateral cage backout.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. While there are several main contributors to implant back outs including inadequate supplemental fixation, inadequate contralateral annulus release and endplate preparation, and inappropriately sized cages, no definitive conclusions were made as to the exact cause of the back out. However, it was reported that the implants were not flush with the ipsilateral side of the construct, which likely contributed to them backing out due to the reduced contact area, and therefore, clamping force between the implants and the vertebral body's apophyseal rings. It was determined that the concomitant device listed in follow-up #1 report was from a separate revision case for the same patient and has therefore been removed and reported under 3004774118-2016-00055.

Event description:
It was reported to k2m, inc. On june 11, 2015 that a patient was revised on (B)(6) 2015 for a lateral spacer back out less than one month post-op.

Manufacturer narrative:
Manufacturer was made aware of aleutian lateral cage backing out of disc space. Patient has been revised. A comprehensive investigation was initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation. Since the aleutian lateral cage was discarded, no physical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. X-rays were made available for review. Manufacturer will file a follow-up report once new or additional information becomes available. Device not yet returned.